Event description:
It was reported that the customer¿s touchscreen was cracked and shattered, rendering it non-functional and unreadable. There was no reported adverse impact to the customer¿s blood glucose. The customer reverted to an alternate form of insulin therapy.